Manufacturer narrative:
Event date - 'a couple weeks ago'. Device is a combination product. Device evaluated by manufacturer -the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, a stent occlusion occurred. In (B)(6) 2011, a 2.5x20mm ion stent was implanted in the proximal left anterior descending (lad) artery). "A couple weeks ago" the physician identified the ion stent was totally occluded at the proximal end near the left main. The patient was sent to surgery. Additional information was requested, but not available.